Event description:
It was reported that during a total knee surgical procedure the blade broke. It was also reported that there was no pt injury and there was no delay as a result of this event.

Manufacturer narrative:
The precision cartridge blade subject to this investigation was returned for eval. It was visually confirmed that the two distal end rods from within the cartridge were broken. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.